Event description:
Patient is seeking compensation. She states that she was implanted with a total knee replacement in (B)(6) 2010, and since then her knee has given way causing her to fall several times. Her doctor told her the knee implant was still intact, and a specialist recommended that she exercise to strengthen the knee; however, she continues to experience pain and discomfort, as well as occasions of stumbling and falling. She has been advised that she may need to schedule another surgery to replace a part of the depuy knee implant. Doi: (B)(6) 2010 - dor: none reported (unknown knee). (B)(6). **update - (B)(4) 2012 - medical records received. Doi identified as (B)(6) 2010 (left knee). There is no new additional information that would affect the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any anomalies. A warsaw and international complaint database search did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.